Event description:
Customer reported a tandem mobi cartridge alarm, which caused their blood glucose level to display as "high." To address the elevated blood glucose, they administered a correction injection via multiple daily injections (mdi). Although cartridge alarm 30 was confirmed by technical support, they instructed the customer to remove the cartridge from the pump and deliver a 9-unit bolus, advising that the insulin on board would be affected. Additional troubleshooting could not continue, and the customer was advised to call back for further assistance.